Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric roux-en-y procedure, the device was being used for the jejunojejunostomy. The first firing with a white cartridge was fine. On the second firing with a blue cartridge, the firing trigger would not squeeze plastic to plastic. The device fired three-fourths of the way and stopped. When the device was released, the staples that deployed were loosely formed. The entire staple line had to be over-sewn which extended the case by approximately fifteen minutes. Case completed with a like device of the same product code. There were no patient consequences reported.